Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo displays the damaged guide wire and the ars/18ga needle subassembly in a clinical setting. Therefore, the report of a kinked guide wire was confirmed through the photo. The customer also returned one , opened cvc kit for analysis. Obvious signs of use were observed in the form of biological material. Visual analysis revealed that the guide wire contained multiple kinks towards the distal side. Microscopic examination confirmed the damage and revealed that the distal j-bend was misshapen. The distal and proximal welds were full and spherical. Visual and microscopic examination of the arrow raulerson syringe (ars) revealed no obvious defects or anomalies. The kinks on the guide wire measured 380, 575, and 585mm from the proximal weld. The guide wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted into the returned ars/introducer needle subassembly. Minor resistance was encountered at the location of the kinking; however, the guide wire was able to pass. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed multiple kinks across the guide wire body. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Functional testing revealed that slight resistance was encountered at the kinks when inserting the guide wire through a lab inventory ars/introducer needle. Based on the customer report and sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on 14 oct 2024, the doctor found the swg was difficult to advance and withdraw from the ars. They changed to a new one, it has the same issue. They changed to the third one, it was sucessful. The operation time was delayed." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes: 3006425876-2024-01102.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg was difficult to advance and withdraw from the ars. They changed to a new one, it has the same issue. They changed to the third one, it was successful. The operation time was delayed." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes: 3006425876-2024-01102.